Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: 19 feb 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that the handpiece was received with the plunger rod advanced. Viscoelastic residue was observed throughout the cartridge. The cartridge tip was damaged. No issues were identified with the lens module, device assembly, and plunger rod advancement. The plunger rod tip was bent. The lens was received on a piece of tape. The lens was cut in half and coated in viscoelastic and tape residue. The lens halves were cleaned; scratches and lens damage was observed. One haptic was bent. Customer provided photos were evaluated. The photos displayed the suspect lens inside the patient's eye. A crack-like mark could be observed on the lens. Additionally, one photo showed that the lens was cut in half. The complaint issue "lens damaged" was identified during product and photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. The manufacturing records review for this production order (po) shows that the units were released within specification. No nc/ER was found as part of this manufacturing records review. For complaint history review, a search of complaints related to this production order (po) was performed in the system. The search revealed that no other complaints were received for this po. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after iol was implanted into the patient eye, a crack was observed on the lens. Iol was removed and replaced. No further information available.

Manufacturer narrative:
Section d6a: implant date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: explant date: not applicable, as lens was removed/replaced in the initial surgery. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.